Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.

Event description:
The doctor reported having cutting problems with the vitrectomy cutters. The pedal was pressed and the cutter sputtered then started again. The cutting was inconsistent, aspiration did not stop. Lot numbers and quantities are unknown. Nothing to return.